Manufacturer narrative:
Analysis found that the stylus pen clicked on the screen without a response. The stylus assembly was replaced. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.